Event description:
It was reported that the balloon would not inflate ¿ inflated on shaft. As a result, the pt sustained a left ureteral tear. The procedure was stopped and the pt was treated according to normal protocol for bilateral stent placement. No add¿l treatment was required for the ureteral tear. A combination of saline and contrast was used to inflate the balloon.

Manufacturer narrative:
The actual device was returned for eval. Visual inspection noted that the catheter shaft was ruptured approx 7 ½¿ from the tip of the balloon. The eval did not find any obstructions in the lumen or other defects/conditions that would have contributed to the reported event. The finished product met all specification prior to being released for general distribution. The instructions for use states in the warning section: ¿do not exceed the recommended rated burst pressure (rbp) for this device. Balloon rupture may occur if the rbp rating is exceeded. Please refer to the device label for the recommended maximum rated burst pressure. Extreme caution should be used when considering dilation of irregular, not-compliant tissue or in the presence of certain calculi. This is a single use device. Do not re-sterilize any portion of this device. Reuse and/or repackaging may create a risk of pt or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the pt.¿ (B)(4).